Event description:
According to the reporter: the stapler was stuck on tissue after closing. The jaws were locked after clamping and it was cut off for removal. Reinforcement material was not used with the stapling device. Surgery time was extended beyond 30 minutes with no effect to the pt.

Manufacturer narrative:
(B)(4).